Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. ¿the tandem pump user guide instructs the user to remove any residual air from the cartridge.¿

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer did not properly remove residual air from cartridge. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 86 mg/dl.